Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision knee replacement; (B)(6). The modified hudson adapter is "slipping" on the reamers and needs to be replaced. Reaming was completed with a combination of t-handle and jacob chick attachments. Patient b.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Pc-(B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.